Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted successfully. However, the shock impedance measurement was 310 ohms, and a defibrillation threshold test was not performed. The patient is somewhat overweight, and the implanting physician did not have a lot of experience when he performed the procedure. The patient was checked the day after the procedure, and the shock impedance decreased to 150 ohms. X-rays were performed and the s-ICD location seemed adequate, although the electrode was a little bit dislocated off the sternum and near to the xyphoid. The physician elected to leave the system implanted. This implantable electrode remains in service and no adverse patient effects were reported.